Event description:
It was reported that customer received a minimum fill notification after mistakenly loading old cartridge instead of intended one while reloading. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, and technical support assisted customer in correctly loading cartridge, with no additional issues reported.